Manufacturer narrative:
The complaint device was not to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The complaint information was reviewed: no samples/pictures available for investigation. Lot of impacted monoject 1ml syringe w/hypodermic safety needle 27g x ½", ref 11812705 is not available. Archive sample evaluation: it is not possible to perform an archive sample analysis. Risk statement: the overall risk assessment, given the severity assessment of s3-moderate injury and a probability assessment of p2-low, the final risk priority number is 6. Risk level is in green area/low risk according to our risk management procedure.

Event description:
Customer reported that miltiple providers have had the needle stuck in the skin of infant when finishing injecting and removing needle. Materials management is in process of contacting the vendor to return the product.